Event description:
Event description cpi received information that two myocardial leads were capped due to oversensing. During a routine replacement of an implantable cardioverter defibrillator (ICD) the physician elected to replace the leads with a new sensing lead.